Event description:
It was reported that, during a shoulder surgery, the dyonics control unit pumped to much fluid into the patient, the system was not keeping the pressure that had been set and it increased when not being activated. There was a delay greater that 30 minutes, and after that the case had to be abandoned. As a consequence of this event, the patient experienced swollen shoulder which required icepack. The current health status of the patient is unknown and waiting for re-surgery.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Manufacturer narrative:
H6: the reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. There was no relationship found between the device and the reported event. The complaint was not confirmed. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. A clinical review states a surgical delay of greater than 30 minutes, the surgical procedure was abandoned, and an ice pack was applied to the patient¿s swollen shoulder. Since the health status of the patient is unknown, the impact to the patient beyond the reported swelling requiring an ice pack and the post-phoned surgical procedure cannot be determined due to limited information provided. Should any additional relevant medical information be provided, this case would be re-assessed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that, during a shoulder surgery, the dyonics control unit pumped to much fluid into the patient, the system was not keeping the pressure that had been set and it increased when not being activated. There was a delay greater that 30 minutes, and after that the case had to be abandoned. As a consequence of this event, the patient experienced swollen shoulder which required icepack. The current health status of the patient is unknown and waiting for resurgery.

Manufacturer narrative:
H3, h6: the reported device was received for evaluation. A visual inspection was performed on the exterior of product and no physical damage was observed. A functional evaluation revealed no issues. The device functioned as intended. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A clinical review states that based on a review of the information provided, the failure modes for the two dyonics control units used, have been identified and addressed in the risk management files. The IFU does warn, ¿the dyonics¿ 25 system must be monitored during use. If over pressurization is suspected, press the pump stop button. Drain the fluid from the joint¿. Since the health status of the patient is unknown, the impact to the patient beyond the reported swelling requiring an ice pack and the post-phoned surgical procedure cannot be determined due to limited information provided. The root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Factors that could have contributed to the reported event include a failure of a concomitant device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.